Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that below the lower fitment there was a separation with the tubing when being placed into the pump. There was a chemotherapeutic medication in the tubing. Although requested, no further details have been obtained.

Manufacturer narrative:
Correction on initial report: initial reporter health professional.

Event description:
The customer reported that below the lower fitment there was a separation with the tubing when being placed into the pump. Cytoxan (chemotherapeutic agent) was in the tubing. Although requested, no further details have been obtained.